Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude and undersensing, which led to fused beats. Myopotential noisy signals were also noted, which resulted in some beats being over-sensed. Additionally, the ICD appropriately delivered anti-tachycardia pacing (atp). Reprogramming options were recommended. A revision procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude and undersensing, which led to fused beats. Myopotential noisy signals were also noted, which resulted in some beats being over-sensed. Additionally, the ICD appropriately delivered anti-tachycardia pacing (atp). Reprogramming options were recommended. A revision procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.